Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose on (B)(6) 2017 with a blood glucose level of 32 mg/dl. The blood glucose value at the time of emergency medical responders was 35 mg/dl. The customer was treated for the low blood glucose with IV¿s in both arms. The customer was wearing the pump at the time the time of the incident. The customers current blood glucose level was 191mg/dl. Cust was offered to be taken to the emergency room and she declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Unit received with minor scratched display window and case.